Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by the customer that she had to change her injection site as she saw drops coming out of her infusion set tubing when she gave a small bolus. Customer states the most recent occlusion alarm she received was during a bolus. Reported during use. No serious injury or medical intervention noted.